Event description:
Patient's mother reported patient's infusion set on the pump is leaking at the luer lock; exact date is unknown. Mother stated patient received a cartridge low warning and when he went to change the cartridge, he noticed that the infusion set was torn at the luer lock and insulin was leaking out. Mother discarded the alleged infusion set. Mother reported patient's blood glucose level was in the upper 200's mg/dl; exact reading not provided. Mother stated patient was able to self-treat; no outside assistance was needed. Mother alleges the elevated blood glucose was due to the leak or something that the patient did that day. Mother reported that once the infusion set was changed and was not leaking, the patient's blood glucose level came back down. No adverse event reported. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.